Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 9f amplatzer torqvue delivery system was selected for use. During use, after inserting into the patient and when evacuating air from the occluder and delivery system, it was discovered that the extension tube connecting 2-way stopcock had cracked and was leaking saline in a continuous drip. The extension tube was exchanged and the procedure was completed successfully. The patient was reported to be in healthy condition.

Manufacturer narrative:
It was reported and confirmed upon return of the device that the hub of the y-connector extension tube was cracked. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. The event appears to be related to a potential product quality issue; exception issue 133969 has been initiated to further investigate this complaint. The investigation determined that the cracking observed in the female luer component of the amplatzer delivery system was due to excessive manual assembly force applied during manufacturing at the dominican republic (dr) facility. This force introduced residual stress into the plastic material, which over time and under elevated temperatures led to delayed cracking.

Event description:
N/a